Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an infusion of amiordarone was set with an infusion time of approximately four hours, however nurses noted that the medication had infused within a half hour or so. It was noted there was no obvious harm to the patient.